Event description:
Report of hematoma and suture break received. The physician attempted arteriotomy closure with angioseal. The angioseal did not hold, so the physician inserted a prostar xl 8 french device. The device was deployed successfully, however, the suture broke. An arterial tamper was used to assist with hemostasis. The pt bled into the abdominal cavity and a large hematoma developed at the site. The pt received 6 units of blood. The following morning the pt's hematocrit was low and pt was taken to surgery for arterial repair. No further info was available.